Event description:
The customer stated that he tested his blood glucose using his breeze 2 meter and a one touch meter. The breeze 2 read 300 mg/dl, while the one touch read 150 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.